Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported balloon rupture was not confirmed. Additionally, returned device analysis noted the outer and inner member were bunched proximal to the proximal balloon seal. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported balloon rupture is related to a potential product quality issue. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported complaint could not be determined since the reported complaint could not be confirmed during returned device analysis. Additionally, return device analysis noted the outer and inner member were bunched proximal to the proximal balloon seal. In this case, it is possible that the noted bunching resulted from manipulation of the device; however, it is unknown when the damage occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the radial artery. A 5.0x120mm armada 18 balloon dilatation catheter (bdc) was used for dilatation; however, the balloon rupture during the first inflation at 8atm. The bdc was removed, and another armada 18 was used, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.